Manufacturer narrative:
We are currently in the process of obtaining further information and complete the root cause investigation. The final report will be sent upon closure of root cause investigation. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative in (B)(6) that there was a revision due to infection in the hip a few months after the primary surgery. The patient had the trinity cup system implanted. During primary procedure, ops technology (ops plan with dha & acetabular guide) were employed as assistive technology.

Event description:
It was reported by a corin representative in australia that there was a revision due to infection in the hip a few months after the primary surgery. The patient had the trinity cup system implanted. During primary procedure, ops technology (ops plan with dha & acetabular guide) were employed as assistive technology.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history les were investigated which included reviewing the ops plan, ops acetabular guide & ops femoral guide. Results: no non-conformance were raised during the design of the acetabular and femoral patient specic guides. The design of the patient specic guides is determined to be unrelated to the failure mode of infection. The intended moist heat sterilisation method for sterilizing the ops patient specic instruments has been validated to achieve a sal 10-6 as per iso17665-1. There was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was decient. As per opt-rsk-16 v111, the cleaning and sterilisation parameters have been validated by optimized ortho and deemed adequate to achieve sal 10-6. This failure mode is not associated with the use of ops technology in the primary surgery. Conclusion: this failure mode is not associated with the use of ops technology in the primary surgery and there is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. The surgeon's representative conrmed this conclusion in follow up questioning about the complaint; "although ops was used in the primary total hip it was not the cause of, nor was it related to, the revision." This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.